Event description:
On (B)(6) 2025. The patient¿s caregiver reported occlusion alerts following a supply change with an infusion set. Troubleshooting steps included disconnecting, filling the line, and reconnecting, with drops observed and insulin delivery confirmed. On subsequent calls the patient reported additional occlusion alerts, which were resolved by supply changes and cartridge handling. Blood glucose (bg) values were reported between 148¿188 mg/dl during troubleshooting, with a highest value of 300 mg/dl noted. No adverse health effects occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.